Event description:
It was reported that, three (3) gii oval patella 5 pt. Sz gde are missing a size that was broken off. Each sizing guide is missing one size. As this was notice during field inspection, not patient was involved.

Manufacturer narrative:
H3, h6 the associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The devices were found to be fractured along the one of the arms, rendering the devices inoperative. The devices show signs of extensive use. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to these devices and failure mode. A contribution of the devices to the reported event could be corroborated as the devices show signs of damage/wear. This devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.